Manufacturer narrative:
The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis. The cause for the reported event remains unknown.

Event description:
During a pfo closure procedure, a 25mm amplatzer cribriform occluder (aco) embolized into the pulmonary artery right after being released from the delivery cable. The physician snared the aco and pulled it into the iliac. The aco was then removed by a surgeon.